Event description:
N/a.

Manufacturer narrative:
In order to fix the issue, the stm that encountered the issue replaced the ECG trunk cable. The unit passed all function and safety testing and was returned to customer and cleared for clinical use. An investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received cable,ECG with a reported unit failure of a torn ECG trunk cable. The fat performed a visual inspection and found the part to have a tear in the rubber shielding. Tested the cable with a multimeter and multiple wires failed a continuity test. Fat was able to verify to reported failure of the torn cable. Retaining the part in the failure analysis and testing department per procedure.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) cs300 intra-aortic balloon pump (iabp) had a damaged ECG trunk cable. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.